Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle sftygld 25x1 rb detached from the hub and remained in the patient's arm during use. The following information was provided by the initial reporter: "we had an issue last week here at *omitted* with a bd needle. The information as to lot number and catalog number are attached. It was a 25g 1"" needle and the issue is that the needle came off and stayed in the patient's arm."

Manufacturer narrative:
H.6. Investigation: one loose safetyglide needle assembly and an opened blister pack from batch 0232870 (p/n 305916) were received and evaluated. It was observed the cannula was separated from the hub, which was rejectable per product specification. Potential root cause for the needle hub separation defect is associated with the needle manufacturing process. The sample was forwarded to the needle supplier for further evaluation and investigation. Visual inspection was performed under a 30x microscope. It was identified that not enough epoxy was applied to the needle-plastic hub joint. DHR was performed. During the inspections and testing performed while producing this lot, no similar defects have been documented. Probable root cause is that a machinery jam occurred, and no/ not enough epoxy was applied at the needle-needle hub joint. Based on the investigation and the sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the needle sftygld 25x1 rb detached from the hub and remained in the patient's arm during use. The following information was provided by the initial reporter: "we had an issue last week here at *omitted* with a bd needle. The information as to lot number and catalog number are attached. It was a 25g 1"" needle and the issue is that the needle came off and stayed in the patient's arm."